Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 150 mg/dl. The customer explained that she was priming the insulin pump when the alarm occurred. The customer confirmed that the insulin pump was not dropped or bumped prior to the alarm occurring. While troubleshooting, the customer confirmed that the drive support cap was flush. The customer was advised that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, cracked case at the reservoir tube window corner, missing end cap sticker and a missing address and serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.